Manufacturer narrative:
D9: date returned to mfg: 12/15/2023 one device was returned for evaluation. Visual inspection revealed no physical damage. Event history log review was not applicable. Functional testing was able to replicate the reported issue; the pump was not turning on when the power button was pressed. The root cause was determined to be the main board. The main board was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: event date unknown. D4: UDI number unavailable. G4: 510k number unavailable. H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited a ¿cassette not detected¿ error. It is unknown if there was patient involvement, no adverse patient effects were reported.